Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper and stoma site infection are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site discharge and pain. The patient received unknown oral antibiotics for the stoma. On (B)(6) 2021, the patient was scheduled to have a peg tube replacement. On (B)(6) 2021, the peg tube was unable to be removed endoscopically due to a buried internal bumper. A naso-jejunal (nj) tube was placed, and duodopa therapy was paused. Later on (B)(6) 2021, the patient underwent surgery, and the peg-j tubing was successfully removed. The nj tube was also removed during the surgery. The patient was discharged from the hospital on (B)(6) 2021. On a subsequent unknown date, the patient experienced inflammation, discharge, and pain at the stoma site, as well as a small opening next to the stoma site. On (B)(6) 2021, the patient started floxapen oral antibiotic for the stoma. On (B)(6) 2021, stoma cultures were performed, with results unknown and pending, respectively.